Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, preceding/simultaneous bone augmentation. The dentist could not find the cause, patient has already received several implants, no similar complications have occured so far.